Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent delivery system failed to hold pressure and led to partial deployment of the stent. Post dilatation and additional stents were required to successfully complete the procedure. Reportedly no pt injury was associated with this event.